Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant aui device and an endurant limb were implanted during the endovascular treatment of a 47 mm aneurysm. The aui configuration was selected due to severe tortuosity and narrowing of the distal aorta. It was reported that during the index procedure, the aui device etuf2514c102ej was implanted, followed by implantation of etlw1624c82ej limb, which was deployed in the right common iliac artery (rcia). The left common iliac artery was embolized using a non-medtronic vascular plug (avp2). Final contrast imaging identified a type ib endoleak. Balloon touch-up was performed, which improved but did not fully resolve the endoleak. Since inflow of the main graft into the common iliac artery was controlled, the primary objective of the procedure was considered achieved and the procedure was concluded. According to the physician, the cause of the type ib endoleak was related to the patient¿s vascular anatomy. It was noted that the distance between the left renal artery and the proximal segment of the rcia was approximately 80mm. As the aui device has a length of 102 mm, a push-up technique was attempted to shorten the aui length, but it was unsuccessful. As a result, the distal 14 mm diameter section of the aui device landed about 20mm within the rcia. The rcia had a reverse taper configuration with a long diameter of about 20 mm. The limb used was a 24 mm , so the device expanded from the distal 14 mm distal end of the aui device directly to a 24 mm segment of the limb stent graft. It was described that due to this, the limb could not expand adequately, and it is thought that there was insufficient limb stent graft attachment in the rcia. There is no allegation against the aui stent graft. The patient will continue to be monitored.